Manufacturer narrative:
Medtronic received the following information from a journal article entitled; midterm results of endovascular versus open surgical repair for infrarenal abdominal aortic aneurysms in low surgical risk patients arenas azofra e, iglesias iglesias c, canga gonzalez c, álvarez marcos f, fernandez prendes c, zanabili al sibbai a, alonso perez m journal of vascular surgery. 2022 jun;75(6):1897-1903. Doi: 10.1016/j.jvs.2021.10.047 a.1 <(>&<)> a.2 are averages medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant and non mdt stent grafts were implanted in evar procedures on unknown dates over a 14 year period. 136 patients underwent an evar procedure. The maximum aaa diameter was 59.8mm. It was reported that patients experienced major adverse events which were not defined and some underwent intervention. Patient mortality was reported but there is no causal link that a endurant stent graft caused or contributed to any death.

Manufacturer narrative:
Per the author , in the paper the mortality and complications rate (B)(4) on the other hand, endurant is not the primary stent graft used, the study does no share the list and percentage of stent graft usage. Moreover, considering the study overall, the study shares positive data in favor of evar usage on young patients. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.